Event description:
Patient with history of bpd,bronchopulmonary dysplasia, chronic respiratory failure, trach/vent dependent, multiple congenital anomalies and cardiomyopathy. The patient was admitted for pneumonia and placed on a cardiac monitor connected to central monitoring station. Patient coded. CPR was initiated and the patient subsequently died. According to the printout, the monitor in the room alarmed. The volume switch on the central monitor was not turned to the highest volume.